Manufacturer narrative:
Concomitant medical products: 5076-52 lead; implanted (B)(6) 2012; 429688 lead; implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an infection was suspected due to redness and swelling at the cardiac resynchronization therapy defibrillator (crt-d) pocket site. A hematoma was also noted. The pocket was reopened to collect blood cultures and the system was extracted the following day. The patient was treated with antibiotics. No further patient complications have been reported as a result of this event.